Manufacturer narrative:
The operator contacted the siemens customer care center (ccc). An error code for a barcode reader timeout error was displayed in the software, and the error had caused the centrifuge and aliquoter to go offline. The ccc specialist performed troubleshooting with the operator and had the operator perform a reboot of the system, which resolved the issue. The cause of the delayed testing of patient samples due to the centrifuge and aliquoter being offline was a barcode reader timeout error. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The operator of an aptio automation system stated that patient samples were delayed from testing because the centrifuge and aliquoter would not come online after the aptio automation system encountered an error. The operator stated that samples were in the centrifuge and it took more than one hour to get the centrifuge online. There are no reports of patient intervention or adverse health consequences due to the delayed testing.